Event description:
The customer has reported that green cable has a crack. The customer has reported ongoing green cable error codes have been more numerous. There have been no pt consequences reported. One device to be returned.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed service and functional tests and found the green cable was split per the customer complaint. To correct the customer complaint, the analysis site replaced the green cable. The electrical cable was replaced due to the holster had a cracked lemo connector on the electrical cable, and the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.